Manufacturer narrative:
Data analysis: on 7/3, 5.5 pump (B)(6) was connected to (B)(6). The console performs as expected with user keypresses logged in the imclogs through 7/5. Starting at 10:43, accompanying keypresses were imc-kbr errors which indicate that the keyboard senses an out of bounds press. This happens a two more times before the pump is disconnected from the console with the last set of kbd errors not having corresponding logged keypress. Device analysis: console was run over many days and routinely tested for keyboard functionality which never faltered. The console performed as expected throughout testing. Root cause: the cause of the keyboard interface issues could not be determined because the failure mode did not reproduce during testing.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the buttons on an automated impella controller (aic) became unresponsive and the user was unable to change screens or manage impella flows. The aic was replaced to resolve the issue. No patient harm was reported.